Event description:
It was reported to philips healthcare that the heartstart mrx intermittently failed to power up the device on ac power and charge the battery. There was no reported patient involvement and/or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.